Event description:
Device was returned from customer for svc. During service by baxter technician, the device failed accuracy test with underdelivery. The hosp rep stated thay have no record of ant pt incident involving the pump since the last co service event.